Event description:
Reporter indicated, a pt had the vns generator explanted due to skin erosion, impaired healing, and extrusion. The pt is very small and it was felt the size of the 102 model vns generator was too large for the pt to heal properly after implant. The pt will be reimplanted with the smaller 103 model vns generator when healed. The explanted generator has been returned and is currently in product analysis. Attempts for further info are in progress.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the lead and generator prior to distribution.